Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that it is possible that the reported donor issue (phlebitis) could have potentially been related to poor needle seating. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
At the end of the procedure, just after the donor was disconnected, an alarm occurred: "the system has encountered a non recoverable alarm. Disconnect the donor. The acd-a was spiked too soon. Fluid at lower level sensor". The nurse powered off trima, then powered on, and the procedure continued; the pas was added normally. (B)(6) hrs after the donation, the donor had a phlebitis on her arm used for the collection. Pt identifier, age and weight are not available at this time. The disposable set is unavailable for return for eval. The customer filed a sae report with their local authorities. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury, or add'l medical intervention occurred.